Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the surgeon side console (ssc) did not have a right eye. Prior to calling for support the staff had tried to power cycle the system with no change. Technical service engineer (tse) reviewed the onsite logs reflect an error 121 pointing to the ssc right monitor failing to reach desired brightness. Tse had the staff verify there were no video cables connected to the ssc and hard cycle the ssc with no change. The staff connected a second system and both eyes were present. The staff continued with the procedure. The procedure was converted to another dv system with no reported injury. Intuitive surgical, inc. (Isi) made multiple follow up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the surgeon side console (ssc) did not have a right eye, an investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse confirmed no signal in the right eye. Fse replaced the ssc monitor. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The monitor was analyzed and found to the reported failure was replicated/ confirmed. When reviewing in the logs, there were error 121 means a console hrsv internal backlight alarm is set. The alarm is set after 5 continuous minutes of not being able to maintain the desired brightness level. (P1=1 right monitor). The monitor was installed and tested on the pca test system. System started up with no image on the left hrsv monitors, the screen was completely black. This complaint is being classified as a reportable event due to the following conclusion: the high-resolution stereo viewer (hrsv) was nonfunctional after the start of the procedure and the surgeon was able to continue with the procedure robotically with a second surgeon side console. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.